Manufacturer narrative:
Attempted to submit via FDA esg on 24feb2024, but received the message "secure connection failed" on multiple web browsers.

Event description:
The following has been reported: biomed reported: maintenance alarm observed in ims. An initial review of the device logs reveals the following: sensor hardware failure (pressure sensor board). An active infusion was delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.

Event description:
The complaint could not be confirmed. The device was returned for sensor hardware failure. Upon startup, no alarms were present. The pump was run through and passed final acceptance testing. To induce a potential failure, the pump was run infusion at a rate of 500ml/hr for approximately 15 hours overnight while plugged into bracket. The next morning, the pump was still infusing with no issue or alarm. At that point, the pump was reverted to manufacturing mode and ran through and passed front housing, functional 1, and functional 2 testing.